Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was over 400 mg/dl at the time of the incident. Another blood glucose level was over 350 mg/dl. Customer reported recurrence of insulin flow blocked alarm. The customer was assisted with troubleshooting for insulin flow block alarm. Customer stated that they had tried all remedies for insulin flow block alarm. The customer will discontinue use of the device.